Event description:
Boston scientific received information that during a normal follow-up appointment it was observed that the patient's resting heart rate was higher than expected. The lower rate limit of the device was programmed at 70 ppm, but the patient's resting rate was 78 ppm. Heart rate histograms were reviewed and the patient did pace at the maximum sensor rate of 120 ppm. The patient reported being short of breath at times, but had no other symptoms. There was concern that the rate response was too aggressive for this patient. Programming considerations were discussed with boston scientific technical services (ts). Additional information was received that reprogramming was done to make the sensor less aggressive, and that the heart rate response was then more appropriate. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.